Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during an implant procedure, the physician had difficulty deploying the implantable cardiac monitor with the "plunger." The device initially would not advance but then it was able to be deployed. The device remains in use. No patient complications have been reported as a result of this event.